Event description:
Talked to a boston scientific rep about the lead and rep told us that if the svc (superior vena cava) coil was fractured then there would likely be issues with rv(right ventricular) coil. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).